Manufacturer narrative:
H3 evaluation summary. The noise observed in the field was confirmed. The nosie was caused by a loaded down v2x signal which imposed a sawtooth type waveform on the sense circuit. The loaded down v2x signal returned to normal after the device was cut open and removed from the can. The noise could not be replicated. It is believed that there was a mechanical short that loaded down the v2x signal in the subassembly. The short was removed during handling. It is believed that the delamination of the header did not affect the performance of the device.